Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine days post implant of a leadless implantable pulse generator (ipg) the patient experienced pneumonia which was detected on computed tomography. The patient was treated with antibiotics and hospitalization was extended. The leadless ipg remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away one month later. It was further noted nine days post procedure patient experienced dyspnea. Chest x-ray showed pulmonary oedema and cardiac enlargement. Patient was treated with intravenous (IV) diuretics and symptoms improved at the time. Patient passed away approximately one month post implant. Death was noted to not be device related, however could be possibly related to the implant procedure.